Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited sudden rise and high thresholds. A carelink transmission confirmed the high thresholds. The patient family member declined an office visit as the patient was on hospice and bedbound. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.